Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) could not get the patient connector to connect to the titanium adapter. The titanium adapter continued to be used without further issues. There was no report of patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The uv-flash solution transfer set was returned for evaluation. Visual inspection, leak testing, clear passage testing, clamp function testing, and integrity of seal surface testing were performed without issues noted. The internal diameter of the patient connector was measured and was found to be outside the specification limits. The reported condition was confirmed. The malfunction was due to the molding process. Corrective actions were taken in at the molding process to include replacement of mold cores to bring internal diameter into the center of the specification range. In addition, specific measurement requirements were added to molding department procedures to ensure consistency of measurement. Should additional relevant information become available, a supplemental report will be submitted.